Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was protruded. The customer's blood glucose was 252 mg/dl at the time of incident. The customer's blood glucose was 328 mg/dl at the time of call. The customer stated that they corrected the blood glucose with the insulin pump. The insulin pump will not be returned for analysis.